Event description:
The customer reported a false negative reaction of one patient sample with seraclone anti-s. The customer did return the supposedly defective product for investigational testing and the patient sample that caused the false negative test result was returned, too. Our quality control laboratory tested the patient sample with the complaint sample of seraclone anti-s and could confirm the customer´s test result. The complaint sample was also tested with different ss red blood cells. All positive reactions were correct. We did not observe any false negative reactions. The patient sample will be sent for molecular typing of the s antigen to an external laboratory. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.